Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 503da20 mechanical valve (B)(6) 2005; 4074-52 lead (B)(6) 2005; (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped. It was non-functioning due to high impedances. The physician attempted to implant a new ra lead; however, the subclavian was occluded so no ra lead was added. No patient complications have been reported as a result of this event.